Event description:
It was reported that premature battery depletion was observed on the device. The device could not be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of interrogation difficulty was confirmed. Premature discharge of battery was not confirmed. The device was at below end-of-life voltage level and was in backup mode when received. Longevity calculation indicated the device was implanted beyond its projected longevity. At this stage, the capacity of the battery is significantly reduced, resulting in backup mode and inadequate telemetry communication. The device was cut open and connected to an external power source for further testing. Electrical and mechanical tests performed did not identify any functional issues. The device was exceeded its projected longevity and is consistent with normal battery depletion.